Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals as well as possible loss of capture (loc), as the electrogram (egm) had an odd appearance that suggested potential loc. It was noted that the presenting egms have always appeared this way. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.